Event description:
It was reported that the patient had a stage 1 and stage 2 implant procedure performed. It was noted that the patient was difficult to intubate and they were able to intubate through the nose. It was further noted that the next day, the patient aspirated and had to have an emergency tracheotomy. It was noted that the patient was fine coming out of the anesthesia after the implant procedure. It was further noted that the patient was doing fine at the time of the report. It was noted that the patient¿s implantable neurostimulator (ins) was turned on at 0.5v on the day of the report. Additional information reported that diagnostics were performed on the day of surgery. It was noted that all diagnostics were within normal limits. No malfunctions were seen. It was noted that the patient was on low settings and due to her disease; it would take longer to notice the benefit. The patient was still in the hospital on the day of the report, but she was ¿doing fine¿ refer to manufacturing report # 3004209178-2013-19947.

Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-28, lot# va0au4e, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-28, lot# va0au4e, implanted: (B)(6) 2013, product type: lead. (B)(4).